Manufacturer narrative:
Section a date of birth: patient privacy laws prohibit the release of private patient information and this field should have been removed from the previous report. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's condition resolved without sequalae on (B)(6) 2022.

Event description:
It was reported that the patient was admitted due to low hemoglobin/hematocrit and was given a blood transfusion. The patient was reported to have dark stools prior to admission. Esophagogastroduodenoscopy (egd) /push enteroscopy and video capsule endoscopy (vce) done, and no source of bleeding was identified. Patient has been non-compliant for the past 2-3 weeks and was away without sufficient coumadin and no-showed on a clinic visit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.